Manufacturer narrative:
Date of event estimated. Correction - section b5 - there is no alleged stated deficiency or malfunction of the device. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient's battery was still on at the time of surgery, therefore due to the age of the device, surgical intervention took place to prevent interruption of therapy. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
The reported event of ipg eol was not confirmed. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps at the time of explant. The lowest ipg battery voltage that was logged prior to the ipg explant was 2.94v, which is above the ipg eri threshold of 2.642v. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg was end of life, and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.